Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.061, lot: l469602, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 27, 2017, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l340 3flute f/03.0 (p/n: 03.010.061 lot #: l469602) was returned and received at jrz pal. After physical review of the device, it was observed that drill bit is broken from the tip, it also shows that the tip is twisted possibly attributed to excessive unintended force applied during usage. No other issues were observed with the complaint device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: current and manufactured revisions no design issues or discrepancies were identified. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Conclusion: the complaint condition was confirmed for drill bit ø4.2 calibr l340 3flute f/03.0 (p/n: 303.010.061 lot #: l469602), the device is broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. No definitive root cause could be determined based on the provided information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during inspection the tip of the device was found broken. This report is for one (1) drill bit ø4.2 calibr l340 3flute f/03.0 this is report 1 of 1 for complaint (B)(4).